Event description:
Information received from the field notes that the patient presented with syncopal spells and diaphragmatic stimulation during autocapture threshold tests. Initial interrogation revealed that the device had been in high output mode. Ventricular capture tests produced varying thresholds. The lead was successfully repositioned.